Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and failed to complete a battery pack self test. They reported this did not occur during patient use.

Manufacturer narrative:
The AED and associated battery pack were returned for further evaluation. Testing confirmed that the AED's failure to power on was due to a depleted battery. When tested with a known good battery, the AED powered on and passed all functional checks. Log files for battery sn (B)(6) were not provided and evaluation of the battery pack by itself confirmed the depletion but could not determine the root cause.

Event description:
A customer reported their AED did not power on during patient use. The customer was unable to provide any additional details in regards to the event.